Event description:
It was reported a balloon developed a leak on the first inflation during a dilation of the subclavian vein. Another balloon catheter was used to successfully complete the procedure without pt complications. No further details are available regarding the circumstances surrounding this event. The device was received, evaluate and retained by this MFR. Microscopic examination revealed a pin-hole leak 6mm distal to the proximal ro marker. Scratches were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. This device displays characteristics consistent with contact with a sharp external source, scratches on the balloon surface which co believes contributed to this event and do not attribute it to the device. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."